Event description:
It was reported that the patient experienced uncomfortable stimulation to the rib area. It was also noted that the patient had a seroma at the neurostimulator pocket site which required aspiration. During the aspiration procedure, it was observed, under fluoroscopy, that the lead had migrated. The patient then had their stimulation reprogrammed. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Lead model 377845, lot# v450008036, implanted: 2010 (B)(6), explanted: na, lead model 377845, lot# v450008037, implanted: 2010 (B)(6), explanted: na, recharger model 37754, serial# (B)(4), programmer model 37744, serial# (B)(4), extension model 3708140, serial# (B)(4), implanted: 2010 (B)(6), explanted: na, extension model 3708140, serial# (B)(4), implanted: 2010 (B)(6), explanted: na. This device was being used in a clinical trial noted as (B)(4).